Manufacturer narrative:
The service center reported that the bipolar was latching on and would not stop activating. The reported condition was confirmed. The investigation isolated the failure to the header pin for j6 on the steering relay board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The steering relay board was replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic service center reported that the forcetriad failed auto bipolar test 4.15 during servicing. Rf generation did not stop when the test load was removed causing a latch on condition. No patient involvement.